Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/28/2022, it was reported by a distributor via phone that a ar-1288btbib-fc3 flipcutter broke. This occurred on (B)(6) 2022 during a pcl reconstruction when they were drilling the cutting piece came off, the fragments were retrieved. The case was completed opening another flipcutter, and there was no patient effect reported.